Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg site was opened and the battery was moved around the same location. The patient was reportedly doing well post operatively.

Manufacturer narrative:
(B)(4)